Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device was received with minor scratches on lcd window and cracked belt clip slot.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error. The alarm occurred twice in the last 10 days. Customer's blood glucose was 97 mg/dl. Troubleshooting was performed. Alarm occurred during bolus. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.